Event description:
It was reported that a patient experiencing pocket stimulation presented in the clinic for a device follow-up. Upon interrogation, the device was found to be in backup mode. The device was successfully reprogrammed. The patient will continue to be monitored.